Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as spinal pain. The patient reported that several years ago ((B)(6) 1999-(B)(6) 2000 or 2001/ 5 years ago) the patient had been in (B)(6). The patient was gurgle and severely sick, vomiting and had to go to the intensive care unit (ICU) because of the altitude. The patient reported that at the same time their physician wanted to get an MRI of the patient's back. The physician was afraid that the MRI would cause the pump to give the patient a bolus, so the physician drained the pump and refilled it after the MRI. The physician did not turn the pump on and the patient went into withdrawal and went into the ICU because their muscles were clinched up and potassium was low. The healthcare provider (hcp) checked the pump and it was full. The physician thought something was wrong with it and removed the pump. It was noted that the pump was sent to the manufacturer and nothing was found wrong with the pump. A new pump was implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.